Event description:
Complainant alleged that during training and inservicing by the facility's staff, the device started smoking while being connected to a simbie brand simulator. When the customer removed the battery from the device, customer observed that one of the battery pins had melted. The complainant indicated that there was no pt involvement in the reported malfunction.